Manufacturer narrative:
Updated fields: h6 (evaluation method codes).

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp), the cardiosave iabp generated a fiber optic module failure alarm and hemodynamics (vital signs) were not present on the monitor. The customer tried several times to re-insert the fiber optic cable but calibration failed. At first no other iabp was available so the customer tried using central lumen which had a flush hook-up but had clotted off. The iabp was swapped out to continue therapy but received the fiber optic sensor failure message. It was later reported that the patient expired. The customer has not indicated that the patient's death is attributed to the iabp. A separate report was submitted for the 2nd intra-aortic balloon pump (iabp). A separate report was submitted for the sensation plus 7.5fr. 40cc iab under mfg report number 2248146-2020-00528.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp), the cardiosave iabp generated a fiber optic module failure alarm and hemodynamics (vital signs) were not present on the monitor. The customer tried several times to re-insert the fiber optic cable but calibration failed. At first no other iabp was available so the customer tried using central lumen which had a flush hook-up but had clotted off. The iabp was swapped out to continue therapy but received the fiber optic sensor failure message. It was later reported that the patient expired. The customer has not indicated that the patient's death is attributed to the iabp. A separate report was submitted for the 2nd intra-aortic balloon pump (iabp) a separate report was submitted for the sensation plus 7.5fr. 40cc iab under mfg report number 2248146-2020-00528.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm stated that the customer reported optic module failure' alarm on machine. During investigation of the logs, the stm was able to see several "fos continuous bit failed" messages in the internal logs. It was tested the fiber optics with stm's tester, and it passed several times. Machine also passed all functional and safety tests. During conversation with the per fusionist: (B)(6) on the phone who reported the complaint, he stated that once he noticed the alarm, he swapped out the cardiosave with a different cardiosave. The stm went to examine the 2nd cardiosave (ch244796k6) internal logs, and was able to find several "fos continuous bit failed" messages. Due to the alarm/message generated in two machines, and not being able to duplicate any alarms on the original machine, it was determined no parts need to be replaced. The alarm followed the balloon catheter, which is no longer available for inspection. Machine passes all tests. Returned to the customer for clinical use.

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp), the cardiosave iabp generated a fiber optic module failure alarm and hemodynamics (vital signs) were not present on the monitor. The customer tried several times to re-insert the fiber optic cable but calibration failed. At first no other iabp was available so the customer tried using central lumen which had a flush hook-up but had clotted off. The iabp was swapped out to continue therapy but received the fiber optic sensor failure message. It was later reported that the patient expired. The customer has not indicated that the patient's death is attributed to the iabp. A separate report was submitted for the 2nd intra-aortic balloon pump (iabp) a separate report was submitted for the sensation plus 7.5fr. 40cc iab under mfg report number 2248146-2020-00528.